Event description:
It was reported that this patient with a pacemaker was evaluated in the clinic and the health care professional found the patient had periods of asystole and right ventricular (rv) loss of capture. Technical services reviewed the electrograms and also found stored episodes with noise which was being oversensed resulting in less than two seconds of asystole. The patient was being monitored and had external pacing pads placed. Subsequently, the pacemaker was explanted and replaced and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a pacemaker was evaluated in the clinic and the health care professional found the patient had periods of asystole and right ventricular (rv) loss of capture. Technical services reviewed the electrograms and also found stored episodes with noise which was being oversensed resulting in less than two seconds of asystole. The patient was being monitored and had external pacing pads placed. Subsequently, the pacemaker was explanted and replaced and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.